Event description:
Additional information received that there was a loss of capture on the right atrial (ra) lead and that x-ray imaging was conducted that confirmed the lead dislodgement.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, it was reported that there was a dislodgement to the right atrial (ra) lead. The ra lead was repositioned to resolve the event. Patient was stable with no consequences.